Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon burst was attributed to the patient¿s severe stj calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This report pertains to the second delivery system used. Reference MDR 2015691-2015-01450.

Event description:
During a transfemoral tavr procedure, the delivery balloon ruptured upon deployment. Initially, bav was performed using a 20 x 4.5 true balloon. The 23mm nf+/sxt valve was prepped with nominal volume (17ml). The valve was positioned 50:50 and once the balloon reached 90% volume, it ruptured due to severe calcification in the sinotubular junction (stj). The delivery system was retracted into the sheath and was able to be removed, it was observed that the balloon tore in a linear fashion. A second nf+ delivery system was advanced across the xt valve and deployed. The balloon burst upon reaching 90% inflation. The second delivery system was retracted into the sheath and was removed. The decision was made to use a 24x4.5 true balloon to post dilate the valve. The final position remained unchanged. Post deployment tee showed mild-moderate paravalvular leak. No further intervention was performed. The patient was in stable condition at the conclusion of the case. The native annulus measured 20mmx24.6mm by CT with an area of 398mm². The native aortic valve/leaflets were severely calcified, and had severe stj calcification. Per report, the severe stj calcification contributed to the balloon rupture.